Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the tibial artery using an indigo system cat3 aspiration catheter (cat3) and sheath. It was reported that the patient anatomy was tortuous. During the procedure, while advancing the cat3 through the sheath, the physician experienced resistance. Therefore, the cat3 was removed. Upon removal, the mid-shaft of the cat3 was observed to be broken. The procedure was completed using another cat3. It is not known if the same sheath was used to complete the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.